Event description:
Pt presented to esophagogastroduodenoscopy (egd) with cryospray treatment on (B)(6) 2010 for barrett's esophagus with low grade dysplasia. Two cycles of cryogen treatments were rendered, with mild distention on the second cycle. The procedure was stopped to allow the distension to dissipate, and the pt did not show signs of discomfort. Active venting (suction) and abdominal monitoring were used during treatment. The pt went home, and experienced abdominal pain. The pt went to the ER, where a chest x-ray showed a perforation. The pt was admitted to the hospital for surgery to repair the perforation and recovered uneventfully.

Manufacturer narrative:
Treating physician indicated device operated normally. No errors of built-in test performed at system start-up were noted. Subsequent testing of the device by csa medical also indicated the device performed normally. The treating physician indicated she believed cryospray was related to the event; the symptoms did not occur during treatment, therefore no immediate correlation was established. The treatment algorithm used (2 cycles of 20 seconds sprays) is typical of that used by most physicians. Instructions for use were followed. The physician has been using cryospray for two (2) years and this is the first adverse event reported at this site (of approx 80 catheters shipped to the site).